Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2007, product type: lead. Product ID: 64002, lot# n330081, implanted: (B)(6) 2012, product type: adapter. Product ID: 7482a66, serial# (B)(4), implanted:(B)(6) 2007, product type: extension. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and his tremors returned the morning of the report. The reporter wanted to know what to adjust, because watching a video on the patient programmer did not help. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.